Event description:
Event description cpi received information that during an attemped implant procedure, this bipolar steroid eluting lead (4285) has hung up in the ventrical. The lead (4285) could not be extracted and was cut, capped, and abandoned.